Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection after reporting pain, malaise and impaired healing at the evoke closed loop stimulator (cls) implant site. Blood test and computed tomography (CT) scan were performed. The CT scan showed no abnormalities, while the blood test indicated an elevated crp level. Antibiotics were administered and the physician noted that the likely cause of the infection was delayed healing, possibly related to sutures not fully dissolving.

Manufacturer narrative:
The cls remains implanted. The root cause of the infection cannot be definitively determined; however, the physician noted that the delayed healing may have contributed to the reported event. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the products met all the requirements for release.